Event description:
It was reported that during a da vinci si total hysterectomy, the monopolar curved scissors were blocked. The customer attempted to move with emergency grip release without success. The surgery was stopped and removed with trocars. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the mcs tip cover exhibited three different tears. The first tear was roughly 0.280 long, perpendicular to the longitudinal axis of the tip cover, located 0.860 below the distal tip. The first tear lined up with the tube extension breakage found on returned monopolar curved scissors instrument MDR number 2955842-2013-01572. The second tear on the combination pellethane/silicone section was located 0.465 below the distal tip. The third tear was located at the distal end opening that was axially oriented. No arcing related damage was observed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.